Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Following our receipt of ten new/opened sensors. Performed insertion test to one new/open sensor at random sensor. Using a new lab click enlite-serter, the serter is charged against the pedestal. The liner tape attached to the pedestal as intended. Inspected for physical damage visually (no microscope) and none was noted. Then performed continuity resistance test to verify (open trace), electrical interruption in the sensor circuit and sensor passed per specification. Performed bicarbonate buffer test and sensor passed isg readings but failed eis 1024 hz. See attached file for results. In summary, the customer complaint of unexpected sensor alerts was not confirmed. Found sensor electrode with no physical/electrical damaged, submerged sensor under different levels of glucose and sensor passed with accurate readings but failed eis readings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced change sensor alert, calibration not accepted and discrepancy between sensor glucose values and blood glucose values. The customer reported no adverse event. The event involved product(s) mmt-7040a. Troubleshooting was performed and blood glucose value at the time of event was 97 mg/dl and sensor glucose value at the time of event was 63 mg/dl. Discrepancy between sensor glucose values and blood glucose values was greater than 30%. Insulin delivery was not suspended due to sensor glucose values and blood glucose value difference. No harm requiring medical intervention was reported. Product return was expected for mmt-7040a.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in section b5 with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: it was reported to medtronic minimed that the customer experienced hypoglycemia. The blood glucose value at the time of the event was 97 mg/dl. No further patient complications were reported.